Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Device has strange odor, burning/smoke/electrical odor, difficulty breathing/short of breath. Unable to use device for the last 2 months, unit smells like burning plastic. The air pressure is malfunctioning, air pressure is too strong and can't be changed no longer bi level one steady stream of air. Health is continuously deteriorating; consumer has additional health issues that are further complicating the situation. Patient device does not work, and her heart condition is getting worse because she cannot use her bipap. Device will not turn on/device not functioning. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: not returned.